Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: dysfunction of shunt, further information is asked for. The reason for explantation was a dysfunction of the valve no further information available.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 40mmh2o. The valve was visually inspected and needle holes were noted in the silicone housing, as well as a cut in the silicone housing near the distal connector. The valve was irrigated with purified water and an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat. The ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried and leak tested. Leaks from needle holes and cut in silicone housing were noted. The valve was reflux tested and passed the test. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 40mmh2o, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The root cause for the cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant but this could not be determined. As noted in the IFU silicone has a low tear and cut resistance. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
5/19/2014 additional information from the affiliate stated: we have got further information for the above complaint that the patient has a normal pressure hydrocephalus and was born on (B)(6) 1937. The valve has been implanted in 2004 and explanted on (B)(6) 2014, the replaced it with a miethke-progav and a shuntassitent.